Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a hemorrhoidectomy, the stapler did not complete a full resection of the affected hemorrhoids. It snapped the purse string suture placed anteriorly. There were also mangled staples left behind in the patient's rectal canal. The staple line was over sewed to complete the case.